Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 10mmx3.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 6 atmospheres. The device was removed from the patient's body without any problem and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.